Event description:
During surgery, the cement packaging was opened inappropriately and the sterile field was breached.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.